Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 450 mg/dl. Customer had abdominal pain. Customer stated that the insulin pump had no delivery alarm due to tape was not sticking. Customer did not was troubleshooting for high blood glucose level. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.